Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic urological procedure, the pouch broke when the resected adrenal gland was put into it. The adrenal body fell into the patient body. There was nothing to cut the device when the event occurred. Another device was used to complete the case. There were no adverse consequences to the patient.